Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software h6: device code updated with a1107. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ptm_prog, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving saline dilaudid (hydromorphone) 15 mg/ml concentration marcaine (bupivacaine) 3 mg/ml dilaudid (hydromorphone) 20 mg/ml via an implantablepump. The indication use was for non-malignant pain. The healthcare provider (hcp) changed the drugs from 20 mg/ml dilaudid to 15 mg/ml dilaudid and 3 mg/ml marcaine. The dosage was the same. He was not told to program a bridge bolus. Then he went and reprogrammed the pump to do a 1% decrease and he went to the bolus screen and saw " bolus completed". It was noted that on the session report, it showed no bridge bolus programmed. There was also a pump update on (B)(6) 2023-may-15. ¿due to the images sent tss engages engineering, and this may be a known anomaly disposition (ad) that was only affecting the user interface and that if the session was ended and the pump interrogated again that the normal bridge bolus info should be seen.¿ the patient was doing well clinically but was concerned about the getting bolus with the volume being 0.451 ml. The technical services stated the screen shows to only affect the tablet and that a bolus of medication would not be expected. The first image reads bolus was completed with zero minuets. The second imagereads 0.451 ml was delivered, the duration of the delivery was seventy-two hours and fifty-eight minutes. The delivery was completed on (b(6) 2023 at 1:53 pm. No symptom was reported.